Manufacturer narrative:
Updated fields: a3a, b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d7a, d4 (UDI), h6 (medical device problem code) d4 serial should be left blank. Kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. An ICU nurse, called regarding poor arterial waveform quality while using the balloon on the pump. Initial troubleshooting included switching from the fiberoptic (fo) to the internal lumen, flushing, aspirating, and confirming catheter placement via chest x-ray. Despite these efforts, waveform quality remained poor. The esp call receiver recommended that the nurse flushes the inner lumen, switch to the inner lumen as the arterial pressure (ap) source and replace the transducer and pressurize fluid bg. After preforming these steps the waveform was successfully restored. Based on the description, the catheter is scheduled to be returned to getinge for further evaluation. Once we receive the device, we will include all relevant test results in our analysis. At this time, however, we are unable to identify the root cause of the waveform irregularity reported by the customer. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limitation (e1). Event site full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint reference : (B)(4).

Event description:
It was reported that the immediately after inserting the sensation plus 35cc intra aortic balloon(iab) the fiberoptic waveform does not look good so we changed it to the internal lumen, but that does not look good either, also mentioned that ¿the arterial waveform needs to be clear for the trigger information¿. She also reported a chest xray was recently obtained, and that the distal marker was in the correct place per the physician. A screenshot of the iabp monitor screen revealed the pump was in semi-auto, ECG trigger, a clear ECG waveform, and a fiberoptic arterial waveform that showed significant artifact. (B)(6) stated that they had troubleshot by flushing the line multiple times and aspirating in the last hour. It was recommended by getinge person to flush the inner lumen for at least 20-30 seconds. This did not resolve the fo artifact. And recommended switching to the inner lumen. A screenshot of the iabp monitor revealed the pump was using the transducer as the ap source and a significant dampened arterial waveform. Customer stated he aspirated the inner lumen again and obtained 5cc of arterial blood without difficulty. It was recommended replacing the transducer and fluid-filled pressurized bag. (B)(6) stated that her and (B)(6) would replace and would contact me once completed. I provided my direct contact information and asked either one to contact me back. Later customer stated he switched out the transducer and pressurized fluid-filled bag set-up. Screenshot of the iabp monitor which revealed the pump was back in auto-mode using the inner lumen as the ap source. It was recommended switching back to the fiber-optic cable again. And after switching back to fiberoptic and invoked a calibration. Another screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices. It was reported no patient harm or injury.